Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review identified an f-38 alarm as the more specific malfunction. This alarm was caused by damaged force sensing resistors (fsr's). The fsr's were replaced in order to fix the reported condition. The pump passed all testing and was returned to the customer in working order.